Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by poland that the compact air drive device stopped working after a while of use. During service and evaluation, it was observed that the compact air drive device motor seized, jammed, and was heavy moving. It was noted that the handpiece has a worn out motor and defective controller. It was also noted that the device failed pre-repair diagnostic tests for function of the off / on mode, function on the triggers and electronic control unit (ecu), oscillation frequency, and status of development. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.